Event description:
During a procedure, it was discovered that bothe catheters leaded at the hub. Another set of catheters were used to complete the procedure without any complications. The complaint samples were saved and will be returned to quest for evaluation. The device is packaged in a kit. The part number of the kit is dcp315-bi, lot 24907. The part number of the device that allegedly failed is lds315, lot unknown at this time (four potential lots went into the kit). The MDR will be filed on the ldc315 code.